Event description:
It was reported that the patient underwent revision surgery related to the right ventricular lead. At the same time, the pacemaker was also replaced (details not reported). It was not reported that the device would be returned for analysis. No additional adverse patient effects were reported.